Event description:
Upon removal of icp catheter, it was identified that approx 4cm of the catheter tip was missing and apparently broken off and retained in the pt, specifically under the skull above the dura.